Event description:
It was reported that a patient experienced a leak from their transfer set. The leak was an internal leak from "inside of the white part where the transfer set twists to open and close." This occurred during an unspecified step of peritoneal dialysis therapy. Nothing unusual was reported that would cause or contribute to the leak. The patient was given prophylactic antibiotics to prevent infection, and no infection occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.